Event description:
The patient's nurse reported that the patient was diagnosed with a skin infection after using 2 pods from the same lot (lot number not provided). The nurse confirmed that they did not provide any treatment or prescribe any medication for the infection. No additional information was provided as nurse was not with patient at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.